Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# j0417766v, implanted:(B)(6) 2004-, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported having a stroke on (B)(6) 2017, and after that, their incontinence returned to what it was before their surgery. The patient never had a replacement of the lead and implantable neurostimulator (ins) which is conflicting information from what was previously reported. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the consumer reported they weighed (B)(6) at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3889-28, lot# j0417766v, implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: lead. Patient code (B)(4) pertains to the ipg ((B)(4)). Device code c76126 pertains to the ipg ((B)(4)). Device code (B)(4) pertains to the lead ((B)(4)). Evaluation conclusion code 92 pertains to the ipg ((B)(4)) and lead ((B)(4)).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had a lead revision on (B)(6) 2017. The patient reported that the healthcare provider (hcp) after x-raying the lead said it never got ¿into the bladder¿ like it should so the therapy never really worked for her. The patient reported that the hcp ended up taking out the ins on the right side and replaced it with the current ins on the left side. The patient reported that the hcp ended up leaving the old lead in place and added a new lead.